Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h6 visual examination of the images for the articular surface identified signs of extreme wear (nicked, gouged, micro motion, discoloration). No images, medical records, or product was returned for the evaluation of the femoral component. Review of the device history records identified no deviations or anomalies during manufacturing. Review the device history records was unable to be performed as the part and lot numbers were not provided. A definitive root cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown nexgen bearing, unknown tibial tray. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04660.

Event description:
It was reported that approximately 8 years post implantation, the patient was revised due to poly wear, metallosis, and femoral component loosening. Attempts have been made and no further information has been provided.